Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014. Upon completion for procedure, the patient had what the surgeon described as a "brisk bleed" of approx 200ml. The surgeon manually massaged the uterus and the anesthetist gave a dose of syntocinon. No other medical intervention was required and the patient was discharged home without further complications.